Manufacturer narrative:
The investigation into the pump stop has been completed. The impella cp was returned with the catheter cut open near to the red plug. Visually inspected and there was a large purge gap present near the motor. No other abnormalities were found. Data logs were not returned for review. As per clinical, the impella cp device was run for more than 15 days before pump stop failure with high motor current alarm observed. The cause of the pump stop issue was due to bearing wear failure which occurred after 15 days in support which is beyond design life per field investigation and clinical review. The impella cp optical device is not indicated for use more than 8 days of design life period according to design trace matrix.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
A 70-year-old patient received hemodynamic support from an impella cp smartassist heart pump after high-risk surgery due to postcardiotomy cardigenic shock and low cardiac output syndrome (lcos). After 15 days of running, the pump stopped with an alarm due to high motor current. The pump could not be restarted. A new impella cp heart pump was used. The patient survived the event but continues to require hemodynamic support to bridge the gap to permanent lvad placement. (Note: intended duration of use of the impella cp heart pump according to the instructions for use: up to 5 days).